Event description:
The diabetic nurse specialist had requested for the paramedics to assist the customer at their home. The customer was not acting properly when they were on the phone. The nurse stated that the customer was running low blood sugars. The paramedics arrived at the customer's home and was treated on the spot. The customer stated that they did not feel that the pump caused their blood sugars to go low. Troubleshooting was done on the pump and pump passed functional test.